Manufacturer narrative:
(B)(4). Product not returned to manufacturer

Event description:
Doctor indicated that during the implant surgery when he opened the tsvm4b10 blister the implant inside was correct but the stickers were for tsvb10 lot 63773888. Doctor placed the implant.

Manufacturer narrative:
The event that was initially submitted on report MFR - 0001038806-2018-00564 on (B)(6) 2018 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur. The form, fit or function of the device is not impacted and therefore, this is no longer considered to be a reportable event and no further submission will be needed for this device malfunction as a death and or serious injury was not reportedly associated with this event.